Manufacturer narrative:
Follow-up received on 06-sep-2016: ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a plaintiff/consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain and heavy bleeding (interpreted as genital bleeding), serious events due to medical importance and listed in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. Abdominal, pelvic and uncharacterized pain may occur either. In this particular case, the events began shortly after undergoing the essure procedure, and consumer underwent a partial hysterectomy 5 years after placement. Considering the compatible temporal relationship and in the absence of an alternative explanation, the causality cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Shortly after undergoing the essure procedure, plaintiff began to suffer severe abdominal, back pain and heavy bleeding. Additionally, after being implanted with essure she began suffering from symptoms of depression and fatigue. Plaintiff also began suffering from weight fluctuations and pain during intercourse. On or around (B)(6) 2016, plaintiff underwent a partial hysterectomy. During this procedure, both essure coils were removed. After essure removal, her symptoms resolved. However, within a month of undergoing her hysterectomy, she experienced severe hormone changes and as a result began going through menopause. Company causality comment: this case report was received from a lawyer on behalf of a plaintiff/consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain and heavy bleeding (interpreted as genital bleeding), serious events due to medical importance and listed in essure's reference safety information . After essure's insertion abnormal genital bleeding and menses pattern changes may occur. Abdominal, pelvic and uncharacterized pain may occur either. In this particular case, the events began shortly after undergoing the essure procedure, and consumer underwent a partial hysterectomy 5 years after placement. Considering the compatible temporal relationship and in the absence of an alternative explanation, the causality cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs